Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, visual inspection found the label was torn and illegible. The pump powered up to a dim and discolored verify screen. Battery compartment cracks were found in the threads area and below the grip pad. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(6).